Event description:
Info received indicates the foot end brake caster will not lock into brake. The caster continues to swivel.

Manufacturer narrative:
The technician replaced the foot end brake caster to repair the stretcher.